Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. It was alleged that the bone fracture was due to poor technique and not device related; however without medical records a definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported approximately three (3) weeks ago, the patient underwent a standard pectus bar removal. Subsequently, the patient¿s rib broke upon removal of a pectus bar that had been implanted for over seven years. It was stated by the reporter that the complication during explant was not due to the product but rather due to poor technique and failure to remove the bar in the appropriate timespan. The reason for removal was standard practice for this product and there is no alleged deficiency or issue with the product itself. Attempts have been made and no further information has been provided.